Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer's blood glucose level was 99 mg/dl and their sensor reading was 40 mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised replacement sensors would be sent out. The customer mentioned hospitalization for low blood glucose level. The customer states their levels were at 44 mg/dl. The customer states they treated with secondary glucose. No further information provided.